Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: the originally reported lot # was not valid - lot number is unknown. A visual inspection was conducted on the qty one 91-1506. The screw shows signs of attempted using including marking on the screw head. The screw has fractured where the screw shaft meets the screw head. The complaint is confirmed. A determination cannot be made as to what caused the screws to fracture. Lot identification is necessary for review of device history records, lot identification was not provided for 91-1506. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw fractured when torque was applied. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet 1.5mm system screw catalog #: 91-1509 lot #: 027300. Report source: foreign - colombia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00094.